Event description:
Info received indicates the bed exit alarm is not working on the bed.

Manufacturer narrative:
The tech found the alarm wiring was disconnected from the logic board. The tech reconnected the alarm wiring to repair the bed.